Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had motor arm failed self-test. The customer¿s blood glucose was unknown. Customer states something in pump make noises during shaking, advise the customer to discontinue use of the pump and revert to a back-up plan per hcp¿s instruction. Sending replacement. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No one of the tasks has not responded for specified time error noted during testing. Hardware low level failures error confirmed in insulin pump history with variable due to cold solder joint at keypad assembly.